Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd us cathena leaked. The following information was provided by the initial reporter: it was reported by customer that the 18g safety catheters have been leaking when the IV is started. Could you please conform the number of occurrences for 18 gauge? Approximately 20. It was mentioned as "issue reported by 4 rn", kindly conform the number of patients involved 18g 20 patients.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.